Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol iii results for 2 samples from the same patient on a cobas pure e 402 analytical unit. The customer questioned the initial low results which prompted them to repeat the patient samples. Sample 1 had an initial result of 26.2 nmol/l. The first repeat result was >1750 nmol/l. A 1:10 dilution was performed on the sample and the result was >17500 nmol/l. A 1:100 dilution was performed on the sample and the result was 20272 nmol/l with flag. Sample 2 had an initial result of 28.3 nmol/l. The repeat result was 566 nmol/l.

Manufacturer narrative:
The qc recovery data provided was within specification. Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.